Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed watchdog timeout. Troubleshooting was performed. It was reported that customer had blood glucose level of unknown at the time of incident. It was reported that the alarm occurred again after a battery change. It was decided that the insulin pump needed to be changed. The insulin pump will be returned for analysis.